Event description:
It was reported that during a generator change procedure, this right ventricular (rv) lead was found to exhibit low pacing impedances. The physician opted to explant the rv lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The lead is expected to return to facility.